Event description:
The customer reported an unknown amount of green fluid leaked from the front of the coulter lh 750 hematology analyzer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The fse confirmed the leak from worn tubing on vl4b. The fse replaced the tubing through vl4b resolving the leak. (B)(4).